Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by technical support to access in-app resources for guidance on the cartridge fill and load process, with the suggestion to call back for further troubleshooting if the issue recurs.